Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they were trying to rewarm patient to 36.5c at 0.25c/hr but system temperature would not rise above 29c and actually cooled the patient in an arctic sun device. They adjusted and currently have a system with targeted temperature (tt) was 37.5c rate max. Educator, bailey, assisting at bedside as well. Nurses denied any alerts or alarms. Using 2 neonatal pads on 8-month-old infant. Discussed using device in maximum rewarm rate setting. System diagnostics showed that the outlet monitor temperature (t1) was 40c, outlet control temperature (t2) was 39.8c, inlet temperature (t3) was 38.8c, chiller temperature (t4) was 4.6c, water flow rate (wfr) was 1.3 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 34 percentage, mixing pump command (mpc) was 0, heater was 19 percentage, water reservoir level (wrl) was 5, system hours were 164.1 and pump hours were 910.3. Advised to stop therapy, empty pads and disconnect. Walked through draining 16 ounces of water from right drain port. Had them change rate back to 0.25c/hr as prescribed and noted would call back in 30 minutes to check water temperatures. 30 minutes later the nurse stated that the water temperature (wt) was dropped again to 20c which caused patient temperature (pt) to drop 0.6c. They opted to place back at maximum rewarming rate to continue therapy. Discussed rewarm rate of max again and suggested they closely monitor if they were choosing to stick with that rate. Advised device needs to go to biomed labeled not warming to be evaluated.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Potential failure mode "procedure delay (during), prolongation of therapeutic temperature change" and potential cause of failure "low flow due to over-lamination from upper belt temperature too high during film laminating." The reported event is addressed within the labeling. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they were trying to rewarm patient to 36.5c at 0.25c/hr but system temperature would not rise above 29c and actually cooled the patient in an arctic sun device. They adjusted and currently have a system with targeted temperature (tt) was 37.5c rate max. Educator, bailey, assisting at bedside as well. Nurses denied any alerts or alarms. Using 2 neonatal pads on 8-month-old infant. Discussed using device in maximum rewarm rate setting. System diagnostics showed that the outlet monitor temperature (t1) was 40c, outlet control temperature (t2) was 39.8c, inlet temperature (t3) was 38.8c, chiller temperature (t4) was 4.6c, water flow rate (wfr) was 1.3 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 34 percentage, mixing pump command (mpc) was 0, heater was 19 percentage, water reservoir level (wrl) was 5, system hours were 164.1 and pump hours were 910.3. Advised to stop therapy, empty pads and disconnect. Walked through draining 16 ounces of water from right drain port. Had them change rate back to 0.25c/hr as prescribed and noted would call back in 30 minutes to check water temperatures. 30 minutes later the nurse stated that the water temperature (wt) was dropped again to 20c which caused patient temperature (pt) to drop 0.6c. They opted to place back at maximum rewarming rate to continue therapy. Discussed rewarm rate of max again and suggested they closely monitor if they were choosing to stick with that rate. Advised device needs to go to biomed labeled not warming to be evaluated.